Event description:
An acl repair was performed in 2001 and at the end of the surgery the surgeon noticed a peice of either a guidewire of a passing pin had broken in the patient. Piece was not retrieved. The surgeon allegedly informed the patient that a small piece of wire was in the knee in addition to the ususal fixation devices. Patient complained to another doctor and an x-ray was taken to find the remaining piece was approximately 8 to 12 inches long. The caller stated that there were other "unusual" entries on the operative record but did not elaborate any further.